Manufacturer narrative:
Additional information was received from a patient profile form that there are blood clots, clotting/or occlusion of the device. The filter is in place for more than 90 days, too risky to attempt retrieval. Future perforation and fracture are likely. An unsuccessful attempt to percutaneously remove the device about 11 years after filter placement. The patient also has severe pain from the hips down, lymphedema in both hips, legs and feet, severe depression due to pain, post deep vein thrombosis (dvt) syndrome, blood clotting from filter downwards, loss of memory due to constant need of for pain, massive hematoma in right leg resulting in limited mobility and use of wheel chair and fear of device failure in the future. The preoperative diagnosis at filter placement was recurrent deep venous thrombosis and problems with controlling anticoagulation. The preoperative diagnosis at filter placement was recurrent deep venous thrombosis and problems with controlling anticoagulation. Because of increased swelling and the possibility of recurrent deep venous thrombosis, filter placement was requested. The record notes a trapease filter was successfully deployed however the device card notes the device was an optease. The patient tolerated the procedure well. Based on the additional information received, updates were made. New codes coagulopathy (1779), occlusion (1984) , pain (1994) and device code, occlusion within device (1423) and difficult to remove (1527). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter in the ivc wall, tilted, and thrombosis. The information also indicated that as a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems in as short a period as 12 days. Blood clots and clotting do not indicate a device malfunction; rather, patient and pharmacological factors may have contributed to these events. The timing and mechanism of the filter tilt and device embedded has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without the procedural films or post-placement imaging and the limited information provided, the reported filter tilt could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter in the ivc wall, tilted, and thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter in the ivc wall, tilt, thrombosis, blood clots, clotting/or occlusion of the device. The patient is also reported to have pain from the hips down, lymphedema in both hips, legs and feet, severe depression due to pain, post deep vein thrombosis (dvt) syndrome, blood clotting from the filter downwards, loss of memory due to constant need for pain medication, massive hematoma in right leg resulting in limited mobility and use of wheel chair and fear of device failure in the future. An unsuccessful percutaneous attempt to remove the device was performed approximately eleven years post implant. The procedural details have not been provided. The indication for the filter placement was recurrent left leg deep vein thrombosis (dvt) and problems controlling anticoagulation. The filter was placed via the right internal jugular vein and was deployed above the bifurcation of the iliac veins. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported tilt and retrieval difficulty could not be confirmed. The timing of the tilt has not been provided, it is unknown if it is related to the retrieval attempt. Blood clots, clotting and thrombosis within the filter and surrounding vasculature does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in edema. Lymphedema is a condition of localized fluid retention and tissue swelling caused by a compromised lymphatic system, which normally returns interstitial fluid to the bloodstream. A hematoma is the leakage of blood from a vessel into surrounding tissue, when there has been damage, usually from a puncture wound or trauma to an area, similar to bruising. Anxiety, lymphedema, pain and a hematoma do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.